Event description:
It was reported that during troubleshooting and education for an infusion set and cartridge, the patient was instructed to spring-load the applicator and the applicator separated into pieces, with the blue component detaching from the white component while the patient¿s spouse attempted to lock it back into place, consistent with an infusion set deployed incorrectly or a connector not attached correctly; the lot number was 6013887. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no healthcare utilization. Investigation included troubleshooting support and user education. Investigation of this case revealed an applicator assembly separation consistent with product-use issues related to set deployment or connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling during applicator loading and locking.